Manufacturer narrative:
The returned contour control was tested with in-house contour next test strips. The readings were an average of 182mg/dl high out of the range. The readings were not marked as control tests. The same control was tested with in-house contour test strips and meter, and gave satisfactory performance.

Event description:
The advocate initially called because control results were high out of range using the contour control with contour next ez. No adverse event was alleged. The complaint did not meet the criteria to be reported at the time of the call, but the control was returned for evaluation. Replacement control solution was sent to the customer.